Event description:
Patient reported left side capsular contracture baker grade unknown, "left side tightness and exchange. " healthcare professional additionally reported "fibrous capsules" and ¿an infection that had formed". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture unknown baker grade and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Patient reported left side capsular contracture baker grade unknown, "left side tightness and exchange. " healthcare professional additional reported "fibrous capsules" and ¿an infection that had formed". Device has been explanted.